Event description:
The customer reported approximately ten (10) milliliters of diluted blood fluid leaked after analyzing patient samples in manual mode involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered the probe wipe was dripping when moving to clean probe. The fse adjusted the lower probe stopping position of the probe wipe and flushed the high vacuum lines to resolve the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).